Event description:
It was reported that the packaging seal was compromised. A 1.75mm rotalink plus was selected for use. During preparation, it was noted that the seal of the packaging was compromised. The device was not used and the procedure was completed in a timely manner with a different device. No patient complications were reported.